Event description:
The physician attempted to retract the angiosculpt device but it got stuck on the guide wire. It felt like it was accordion, so the physician removed the balloon and guide wire together. Add'l info received on (B)(6) 2014: rewiring did take place and the lesion was successfully treated.

Manufacturer narrative:
Rewiring the lesion was required to complete the procedure, thus resulting in prolongation of the case. The angiogram was received for eval. The angiogram showed peripheral pta with good result. No add'l info was gained from the angiogram. The angiosculpt device was returned intact to a 1.014" filter wire. Visual examination found a bent and elevated scoring element at the distal end. The distal bond was damaged and the shaft was twisted. During functional testing, the filter wire was unable to be removed form the device. Evidence observed during lab analysis suggests the device experienced excessive exertion of force applied by the user.